Manufacturer narrative:
This is a supplemental report to provide additional information. Omsc confirmed the device manufacturer date. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus europa se & co. Kg (oekg), omsc surmised that the phenomenon might be attributed to the ccd unit failure of the subject device due to the unexpected stress to the camera head by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user during the preparation for an unspecified therapeutic procedure using the subject device, the endoscopic image of the subject device was not displayed. Olympus (B)(4) (oekg) checked the subject device and found that the reported phenomenon was duplicated and the ccd sensor and the camera adapter were broken. There was no report of patient injury associated with the event. The user replaced the subject device to another device and completed the procedure.